Event description:
It was reported that balloon deflation issues occurred and catheter removal difficulties were encountered. The target lesion was located in a coronary vessel. A 2.75 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. During deployment, the physician felt like the balloon was sticking to the stent and deflation took 30 seconds. During removal of the stent delivery system, resistance was felt. The balloon was eventually removed in a fully deflated state and the procedure was completed. There were no patient complications reported.